Event description:
It was reported that the tip of the bd interlink¿ vial access cannula broke off and cut the nurse's skin. The following information was provided by the initial reporter: "when the nurse was using the cannula, the plastic of the device snapped, resulting in the sharp tip of the plastic cutting the nurse's skin".

Manufacturer narrative:
H6: investigation summary it was reported the plastic of the device snapped. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show four sealed packaging blisters from the top web and from the bottom web. No other information could be obtained from the photos. A device history record review was completed for provided material number 303367, lot 1300479. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the tip of the bd interlink¿ vial access cannula broke off and cut the nurse's skin. The following information was provided by the initial reporter: "when the nurse was using the cannula, the plastic of the device snapped, resulting in the sharp tip of the plastic cutting the nurse's skin".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.